Event description:
A family member reported that the pump started giving message of "push any button to cancel bolus". The bolus history showed there are five 0.0 unit boluses completed within a five minute period. The family member reported that the patient was not touching the pump when this occurred. The bolus total and total daily dose add up correctly. The family member also stated that the ok button appears to be sticking.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. Investigators were unable to confirm or duplicate the complaint regarding the ok button sticking. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).